Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The manufacturer received information alleging that the device has pca burn,defective,blower ad screws were corotated, in/out seal worn during the external and internal evaluation of the device at the third-party service center, the customers complaint was confirmed. The device was visually inspected and found the pca burn,defective,blower ad screws were corotated, in/out seal worn. They must replace by adding a new pollen filter due to preventive maintenance. The device was repaired and passed all testing. There was no allegation of serious or permanent harm or injury. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The device was scrapped following the evaluation.